Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced no audio output. Dexcom has issued an rga for patient to return device to be investigated.

Manufacturer narrative:
(B)(4). Evaluation of the returned device confirmed the reported no audio output.